Event description:
(B)(4). No surgeries or complications of any other device. I have an enlarged uterus, heavy bleeding, pain, back spasms, trouble holding my bladder, fatigue and I was also diagnosed with major depression in (B)(6) 2015.